Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 5mg/ml at 0.5mg/day via an implantable pump. It was reported that after introducing the needle at l2-3, the hcp aspirated blood. He reintroduced the needle at l1-2 and again aspirated blood. He was able to advance the catheter, on lateral imaging tip was posterior at t9. The doctor removed catheter while introducer needle was in place, tip of catheter sheered. No environmental/external/patient factors. The doctor requested another catheter to implant as he inspected catheter and found that the tip was sheered. The issue resolved at the time of this report.